Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported settings not available message. Pt said the message appeared around last week thursday or maybe even longer than that. Agent reviewed meaning of message. The patient was redirected to their healthcare provider to further address the issue. Pt stated they do not have current hcp. Agent attempted to provide nas phone number and to send physician listings but pt declined. Caller later called back and stated device isn't working properly and requested a mdt rep. Caller read from patient's chart and while reading through, mentioned "sharp shooting pain" but didn't provide any context about those comments. Pt called back and stated that their device was reprogrammed about 2 days ago in the hospital with mdt rep and was told by rep that couple of nodes were not receiving info; pt stated they were able to adjust their therapy for approximately 2 days however last night, they needed to use the stimulation very badly and they were not able to make any adjustments at all due to oor message reappearing. Pt commented one of the reasons they have been in the hospital was that the mdt device was not working. Agent asked but pt was unable to provide information on mdt rep whom they met with. Pt called and with the rep in the doctor's clinic. Rep mentioned that the pt's controller still showed settings not available; they've reset the controller already. Caller reports seeing last week during clinic visit that pt had 2 electrodes that high imped during imped check. Per caller, they programmed around the high imped and were able to increase stim without any issues last week. Starting yesterday when the pt was trying to increase stim, they noticed a "settings not available" message. Today when they were at 2.8ma and decreased stim to 2.6 (using controller), they couldn't increase stim back up. Had caller conduct impedance and it was showing 1 and 7 as > 40,000 ohms / high imped. Electrode #7 is being used in programming. Caller removed #7 from programming and then was able to increase stim using pt's controller without any issues and pt was feeling stim. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.